Event description:
The use of ethanol locks to prevent catheter-related bloodstream infections is becoming an increasingly widespread practice. This is a promising therapy, but is not without risks. Ethanol has been shown to degrade certain formulations of polyurethane. The existing medical literature is also incomplete since not all formulations of polyurethane have been tested after prolonged exposure to ethanol. Ethanol is safe for use in silicone catheters. At our institution, we suspect there have been 2 catheter failures (breakage of line) related to the use of ethanol in polyurethane central venous catheters. One of the catheters was returned to MFR (powerline), the other (implantable port) was not. Although companies' instructions for use (IFU) warn against using ethanol in polyurethane central venous catheters, once a catheter is placed, there is no distinguishing feature that permits a provider to know the actual composition of the catheter particularly if that provider was uninvolved in the placement of the catheter. This is made even more complex by the fact that many patients have multiple catheters placed throughout their lifetime. In order to prevent inadvertent catheter failure; we believe there needs to be a coordinated effort from all u.s. Device mfrs. There needs to be an unambiguous industry standard that clearly differentiates silicone from polyurethane catheters. Such labeling must be indelible, easily seen and consistent across mfrs. There will be more catheter failures as ethanol locks see increased use if this is not addressed immediately. (B)(4).

Event description:
The use of ethanol locks to prevent catheter-related bloodstream infections is becoming an increasingly widespread practice. This is a promising therapy, but is not without risks. Ethanol has been shown to degrade certain formulations of polyurethane. The existing medical literature is also incomplete since not all formulations of polyurethane have been tested after prolonged exposure to ethanol. Ethanol is safe for use in silicone catheters. At our institution, we suspect there have been 2 catheter failures (breakage of line) related to the use of ethanol in polyurethane central venous catheters. One of the catheters was returned to MFR (powerline), the other (implantable port) was not. Although companies' instructions for use (IFU) warn against using ethanol in polyurethane central venous catheters, once a catheter is placed, there is no distinguishing feature that permits a provider to known the actual composition of the catheter particularly if that provider was uninvolved in the placement of the catheter. This is made even more complex by the fact that many patients have multiple catheters placed throughout their lifetime. In order to prevent inadvertent catheter failure; we believe there needs to be a coordinated effort from all u.s. Device mfrs. There needs to be an unambiguous industry standard that clearly differentiates silicone from polyurethane catheters. Such labeling must be indelible, easily seen and consistent across mfrs. There will be more catheter failures as ethanol locks see increased use if this is not addressed immediately. (B)(4).